Event description:
Electrical stim electrodes were placed on the patient's right knee after his exercises. He felt a shock or arc of pain for a short duration and then it was gone. It happened only one time. He left his treatment and later in the day discovered he had a second degree quarter inch burn on his medial inferior knee. Manufacturer response for muscle stimulator / ultrasound, solaris. Provided rga, and internal incident questionnaire.